Event description:
It was reported that a spectrum pump displayed system error 322. It was also reported there was no pt involvement.

Manufacturer narrative:
MFR ref no (B)(4). The device was not returned to baxter for eval, and an eval could therefore not be completed. If the device is returned, an eval will be completed and a supplemental report will be submitted.